Manufacturer narrative:
"Unknown manufacturer: (B)(4). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed."

Event description:
It was reported that a syringe 10ml saline fill china sp experienced leakage and barrel damage during use. The following was reported by the initial reporter: "on (B)(6) 2021, the patient was admitted to our hospital for hospitalization due to high fever. When the infusion of the indwelling needle was finished, the prefilling tube needed to be used. When the box was taken out, most of the prefilling tubes in the box were found to be deformed and leaking fluid, which delayed the sealing time and caused bleeding."